Event description:
It was reported that the device experienced a power on reset possibly due to a critical ram error. It was also reported that the patient had magnetic resonance imaging with surescan programming prior to the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the device experienced a power on reset (por) - power on reset parameters critical ram parity error por on (B)(6) 2011 in location "11 f0". Device should be able to recover from the event and continue normal function.